Manufacturer narrative:
The investigation of the returned coil system found the implant to be separated from the pusher with deformed loops and the monofilament exposed; however, no indications of activation using a detachment controller was found on the pusher heater coil. Further inspection of the implant found the monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during embolization the coil was deployed through a catheter in a vein during a tipss procedure. The coil was deployed 1 to 2 centimeters when increased friction was noticed then it was discovered that the filament was broken, and the coil was detected in the catheter. The catheter was removed with the coil in it and a new catheter was used to finish the embolization without incident. There was no patient health damage.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device the device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature and difficult or delayed detachment as potential complications associated with use of the device.